Event description:
The customer originally returned his olympus evis lucera elite bronchovideoscope due to the image going black during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found in the forceps channel. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial device evaluation, the user¿s report was not confirmed. The image was present during testing. However, as noted in event, the subject device had undergone insufficient reprocessing as foreign material was found in the forceps channel. Additionally, scratches were present on the operational part, the switch box, the angle lever, the rotation mechanism, and the universal cord. Poor insulation performance was also noted at the tip due to the adhesive peeling of the curved rubber portion. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Customer confirmed a foreign body in the forceps channel was detected during the preliminary inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Event: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the insufficient reprocessing could not be determined at this time. Olympus will continue to monitor field performance for this device.